Event description:
It was reported that the programmer had a broken paper drawer, power cord that had exposed wires and the screen was erratic and fuzzy. It was also reported there are lines on the screen, and the power cord is broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).